Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found tip pick up alignments to be slightly misaligned. Fse performed all the alignments and verified instrument operation and performance. The instrument was tested without further problem and was returned to expected operation.